Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Device sample is needed for evaluation to confirm the complaint issue reported. Complaint cannot be confirmed based on the information provided. Root cause is unknown. If the device sample becomes available, this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "bubbling from water could not be confirmed during use, under the flow rate range from 0.5 to 1.0l/min. Therefore, a new unit was used instead." It was reported there was no patient injury. The patient condition was reported as "fine".

Event description:
Customer complaint alleges "bubbling from water could not be confirmed during use, under the flow rate range from 0.5 to 1.0l/min. Therefore, a new unit was used instead." It was reported there was no patient injury. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). One empty 340 ml water bottle was received for evaluation. It came used with the 040 humidifier adaptor attached to the bottle. Upon visual inspection, there is a channel from the bottom of the adaptor port to the top of the bottle. The water bottle was filled 3/4 full with water. The water bottle/adaptor assembly was applied to a flow meter. The flow meter was set to 1 1pm and no bubbles were observed in the bottle. Upon increasing the air flow, bubbles appeared in the bottle. The complaint is confirmed. A non-conformance was opened to address this issue.